Event description:
(B)(6): customer reports they did not have an image on the monitor when they did fluoro. Multiple attempts have been made to obtain further info without success.

Manufacturer narrative:
Covidien technical support evaluated system with the customer and identified a problem with the image intensifier (i.I.). There was not an image coming through the i.I and there was no voltage on the i.I high supply test points. Technical support explained to the customer that the i.I had a low and a high power supply and explained how to determine which one might have failed. Customer decided to replace both the low and high voltage power supply for the image intensifier and reports they now have a fluoro image. System returned to full service by customer.